Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had ruptured balloon. Device was swapped with other device to continue therapy. There was no harm reported

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h3, h6 (health effect impact code, clinical code), h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had ruptured balloon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked the machine and no evidence of blood found in unit. All functional and safety checks are meet to factory specifications performed and returned to use.